Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when analysis is complete.

Event description:
It was reported that an alert was generated for this system due to a high shocking impedance measurement. A boston scientific technical services consultant reviewed the device data and identified the shocking impedance had been exhibiting a gradual increase since implant. There was a single atrial fibrillation (af) event with some noise, the consultant recommended troubleshooting and obtaining an x-ray to assess for anything grossly wrong with the electrode. A revision procedure was performed and poor sensing was noted in all vectors. The electrode was explanted and replaced. The associated subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was generated for this system due to a high shocking impedance measurement. A boston scientific technical services consultant reviewed the device data and identified the shocking impedance had been exhibiting a gradual increase since implant. There was a single atrial fibrillation (af) event with some noise, the consultant recommended troubleshooting and obtaining an x-ray to assess for anything grossly wrong with the electrode. A revision procedure was performed and poor sensing was noted in all vectors. Blood was observed in the device header. This device was explanted as well as the associated electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when analysis is complete. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.